Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump had moisture damage on the electronics. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer jumped into a lake while wearing it. His blood glucose level was 70 mg/dl. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.